Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the patient. "After exactly four years with your product I have been informed by my doctor at hospital for special surgery that the prosthesis has failed and I need a revision." The device remains implanted at this time.

Manufacturer narrative:
After exactly four years with your product I have been informed by my doctor at hospital for special surgery that the prosthesis has failed, and I need a revision. In that the original surgery represented the worst three weeks of my life, you should know that I am a very unhappy camper. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the range of motion and subsequent revision cannot be conclusively determined since the devices were not returned; however, it is most likely is related to the patient conditions.